Manufacturer narrative:
(B)(4). Date sent: 5/20/2025. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1. No. 2. No.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/9/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy the stapler fired resulted in malformed staples, and staple line was not secured.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2025. D4 batch#: 273d30. Corrected data d4: UDI#. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample revealed that the sr75 (a) reload was received with no apparent damage. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - ntlc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 273d30 and no non-conformance's were identified.